Manufacturer narrative:
Twenty-two (22) samples were received for evaluation. Six of the returned samples were found to have rough/dried out injection ports. Four of the returned samples were found to have rough/dried out injection ports, and the injection ports were also separated from the bags. The reported condition was verified for ten of the received samples. The cause of the condition was not determined. Visual inspection on the other twelve samples did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified for twelve of the returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection port of twenty-two (22) intravia containers were broken. The issue was further described as rubber coming out when the needle is withdrawn from the bag following filling of the container with medication. This event was observed prior to patient use. There was no patient involvement. No additional information is available.